Event description:
During use of the transapical ascendra+ sheath, the physician indicated that there was leaking coming from the hub. A total of about 2 units of blood were lost. The blood loss was noticed when the pigtail catheter was introduced into the sheath. The pigtail was centered within the sheath but hemostasis was unable to be achieved. No perceived root cause was determined. Multiple attempts were made to achieve hemostasis but were unsuccessful. It was indicated that blood was slowly leaking out of the hub of the sheath. There was no consequence to the patient. The patient was stable throughout the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. Blood was observed within the seals of the sheath housing. A borescope was used to visually inspect the seals for damage; no visual abnormalities were observed. The sheath was flushed and no abnormalities were noted. The housing was disassembled to inspect the hemostatic seals for any holes or tears. The seals were assembled in the correct order and orientation in the housing. No manufacturing abnormalities were visually observed on the valves. Dimensional inspection of the inner diameter (ID) of the disc valve component was taken. The disc valve component is responsible for maintaining hemostasis during the introduction of catheters. This measurement met the specification. During hemostasis testing with a 5fr pigtail catheter, hemostasis could not be maintained while the 5fr pigtail was inserted into the sheath. The leak rate for the test was calculated to be 36ml/min. The complaint of sheath leakage was confirmed based upon results from functional testing. A review of the IFU/training materials found that specific requirements for catheter size are not provided in the labeling. A review of the disc valve drawing revealed that the through hole is near the 6fr size. Insertion of a smaller catheter may result in blood loss. Risk assessment has been initiated and corrective actions (labeling updates) will be implemented through a CAPA.